Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain on my left side') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("hip growing"), back pain ("lower back pain"), ovarian cyst ("cyst in their ovaries/painful"), adnexa uteri pain ("cyst in their ovaries/painful"), tooth fracture ("back moralers are breaking"), migraine ("migraine more ofter than before"), pruritus ("feel itchy") and rash macular ("tiny little red dots sporadically on my body") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (essure removal.). Essure was removed. At the time of the report, the pelvic pain, arthralgia, back pain, ovarian cyst, adnexa uteri pain, tooth fracture, migraine, pruritus, weight decreased, weight increased and rash macular outcome was unknown. The reporter considered adnexa uteri pain, arthralgia, back pain, migraine, ovarian cyst, pelvic pain, pruritus, rash macular, tooth fracture, weight decreased and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media report received. No new information was received. On 18-jun-2020: social media report received.new event tiny little red dots sporadically on my body was added. Follow up 10 and 11 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain on my left side') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("hip growing"), back pain ("lower back pain"), ovarian cyst ("cyst in their ovaries/painful") and adnexa uteri pain ("cyst in their ovaries/painful"). The patient was treated with surgery (essure removal.). Essure was removed. At the time of the report, the pelvic pain, arthralgia, back pain, ovarian cyst and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, arthralgia, back pain, ovarian cyst and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Device category upgraded from device non-serious incident to serious incident (due to removal). Event pelvic pain marked as serious incident (medically significant and intervention required). Date of insertion was added. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain on my left side') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine. In may 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("hip growing"), back pain ("lower back pain"), ovarian cyst ("cyst in their ovaries/painful"), adnexa uteri pain ("cyst in their ovaries/painful"), tooth fracture ("back moralers are breaking") and migraine ("migraine more ofter than before"). The patient was treated with surgery (essure removal.). Essure was removed. At the time of the report, the pelvic pain, arthralgia, back pain, ovarian cyst, adnexa uteri pain, tooth fracture and migraine outcome was unknown. The reporter considered adnexa uteri pain, arthralgia, back pain, migraine, ovarian cyst, pelvic pain and tooth fracture to be related to essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new event was added- back moralers are breaking, migraine then before and reporter information added. On 20-mar-2020: fu5 and fu6 process together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain on my left side') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("hip growing"), back pain ("lower back pain"), ovarian cyst ("cyst in their ovaries/painful"), adnexa uteri pain ("cyst in their ovaries/painful"), tooth fracture ("back moralers are breaking"), migraine ("migraine more "often" than before"), pruritus ("feel itchy") and rash macular ("tiny little red dots sporadically on my body") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (essure removal.). Essure was removed. At the time of the report, the pelvic pain, arthralgia, back pain, ovarian cyst, adnexa uteri pain, tooth fracture, migraine, pruritus, weight decreased, weight increased and rash macular outcome was unknown. The reporter considered adnexa uteri pain, arthralgia, back pain, migraine, ovarian cyst, pelvic pain, pruritus, rash macular, tooth fracture, weight decreased and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain on my left side') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("hip growing"), back pain ("lower back pain"), ovarian cyst ("cyst in their ovaries/painful"), adnexa uteri pain ("cyst in their ovaries/painful"), tooth fracture ("back moralers are breaking"), migraine ("migraine more ofter than before") and pruritus ("feel itchy") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (essure removal.). Essure was removed. At the time of the report, the pelvic pain, arthralgia, back pain, ovarian cyst, adnexa uteri pain, tooth fracture, migraine, pruritus, weight decreased and weight increased outcome was unknown. The reporter considered adnexa uteri pain, arthralgia, back pain, migraine, ovarian cyst, pelvic pain, pruritus, tooth fracture, weight decreased and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media case received. New event feel itchy added. Reporter information was added. Fu 7 & 8 process together. On 23-mar-2020: social media case received. New event weight loss and weight gain were added. Reporter information was added. Fu 7 & 8 process together. On 23-mar-2020: social media received: reporter added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.